Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07771. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was successfully implanted using a watchman ® access system. About two ours post procedure, the patient became hypotensive. They brought the patient back to the lab and the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and they left the drain in for 48 hours. Since then the patient has been stable.